Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "on (B)(6) 2021 when the guide was introduced, it did not advance, it jammed and when it was removed, it was evidenced that it was dilated (shattered), the x-ray performed on (B)(6) 2021 showed a fragment of the guide in the right jugular tract, he is referred to another institution for vascular surgery (interventional radiology)." The patient's condition was reported as critical, unrelated to the device.

Event description:
The complaint is reported as: "on (B)(6) 2021 when the guide was introduced, it did not advance, it jammed and when it was removed, it was evidenced that it was dilated (shattered), the x-ray performed on (B)(6) 2021 showed a fragment of the guide in the right jugular tract, he is referred to another institution for vascular surgery (interventional radiology)." The patient's condition was reported as critical, unrelated to the device.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. Visual analysis revealed that the guide wire was separated from the proximal end. Microscopic examination revealed that the core wire point of separation was slightly curled, indicating undue force contributed to the breakage. The distal weld appeared to be spherical and full. The total length of the returned core wire measured to be 425 mm which indicates at least 24 mm were separated and not returned per product drawing. The guide wire outer diameter measured .446 mm which is within the specifications of 0.432-0.457 mm per product drawing. Functional inspection could not be performed due to the severity of the damage observed. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. " the customer report that the guide wire was separated during use was confirmed through examination of the returned sample. The guide wire was observed to be separated at the proximal end with the proximal weld missing. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2 pound force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during treatment, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.